Event description:
Customer reports "for the last year they have been placing vectorflow catheters and have to replace them the following day due to being clogged, they replace about 5 per day, they are using a hep lock". No report of a patient injury. Patient's condition is reported as "fine". The intervention was to replace the catheters. The customer could not provide an exact quantity of catheters with this issue or the lot numbers.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports "for the last year they have been placing vectorflow catheters and have to replace them the following day due to being clogged, they replace about 5 per day, they are using a hep lock". No report of a patient injury. Patient's condition is reported as "fine". The intervention was to replace the catheters. The customer could not provide an exact quantity of catheters with this issue or the lot numbers.